Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and p-cap/reservoir locked properly in place. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Device received with cracked belt clip rail case corner and battery tube threads.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 66 mg/dl. Customer reported that they did not received low battery alert prior to replace battery alert. The customer stated that they inserted new batteries, it did resolve the issue for a time but they continuously got the alarm 2 days after. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.